Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found from returned full lead. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the impedance readings were consistently >4000 ohms, and the lead was suspected of being fractured. The lead was not implanted. No patient complications have been reported as a result of this event.